Event description:
Senseonics was made aware of an incident where the patient complained of receiving "out of range low glucose" alerts which did not match with the values from blood glucose meter. The patient said he does not have low sugar. No examples were provided.

Manufacturer narrative:
The patient complained of receiving "out of range low glucose" alerts and confirmed with blood glucose meter that glucose was not low. Multiple attempts were made to contact the patient to gather additional information. However, the patient did not respond even after making four attempts. Due to lack of information, no investigation was possible and the reported complaint could not be confirmed.